Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the surgeon that the patient's lvad was showing end of life symptoms which was confirmed via waveform, log file and vent filter analysis. No alarms or pump stoppages were noted. Based on the vent filter analysis and age of the lvad, a decision was made to exchange the lvad with another lvad.